Event description:
It was reported that the vascular stent was found to be fractured with restenosis approximately four weeks post implantation in the sfa. An additional vascular stent was placed at the same site to treat the restenosis. There was no report of patient injury.

Manufacturer narrative:
Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s under #p070014. As no lot number was provided, the device history records could not be reviewed. As part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this case, no sample was returned. Based on the evaluation of the images provided, it can be confirmed that two stents were placed in overlap and that the proximal stent was twisted with a fracture of single struts. The strut fracture is considered a consequence of the stent twisting. Potential factors that could have led or contributed to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. A twisting of this kind of stent may be caused by interactions of various use-related and anatomical factors with the given stent design. Also various physical forces including individual patient factors may contribute to the twisting of a stent in this region. In this case, the stent could be deployed without complication. No irregularity was visible in the stent strut structure directly after placement. Based on the information available, a definite root cause for the reported event could not be determined. The IFU supplied with this device sufficiently describes the correct deployment of the stent.